Event description:
It was reported that the user experienced prolonged nocturnal hypoglycemia, with continuous low glucose from approximately early morning hours and a nadir of 39 mg/dl, after being awakened by alerts but not treating due to sleepiness. Symptoms included sleepiness/drowsiness/somnolence consistent of hypoglycemia. Outcomes included temporary impairment requiring user self-management without medical intervention or hospitalization. Investigation included review of device data and glucose reports, user communication, and troubleshooting focused on recognition and timely treatment of low glucose. Investigation of this case revealed no device malfunction and indicated user-related under-treatment of hypoglycemia despite alert notifications, consistent with appropriate device alert function. It was concluded, based on previously established findings for similar reports, that the cause was user not responding adequately to hypoglycemia alerts and not treating the low glucose.

Manufacturer narrative:
Initial.